Event description:
N/a

Manufacturer narrative:
Additional information:e1(event site postal code -(B)(6) ). From fault log, there was a record of #118 occurrence. A getinge field service engineer (fse) evaluated and unable to reproduce the reported failure. Fse cleaned each connection of solenoid driver board, executive processor board and drive manifold. He conducted a running test and returned it after confirming that there were no similar symptoms. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after patient left the hospital at around 8:40am, the cardiosave intra-aortic balloon pump (iabp) units backup alarm was activated when the power was turned on for post-use inspection by hospital staff, display was normal, touch panel works normal, no alarm display. The sound did not stop even after the power was turned off, and stopped when the ac power was removed. There was no patient involvement.